Event description:
The facility reports the resident is very top heavy and has comparably no weight in their legs. The resident was in the lifter lying flat when the caregiver realized the resident was positioned too high in the sling. The caregiver pushed down on the handle of the spreader bar so the resident would "self-adjust" in the sling (slide down into a more proper position) as they set up. However, because the resident is so top-heavy, they slid and flipped backwards out of the sling. As they flipped, their legs hit the sling clips, which in turn detached. The resident suffered a head trauma and was taken to the e.r. The resident passed away the next day.